Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 30-mar-2023. H.6. Investigation summary: bd received two sealed 18 gauge insyte autoguard blood control winged units from lot 2318714 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no damage to the devices components. There were no signs of the needle piercing through the catheter tubing or v-shaped cuts indicative of the needle piercing through the tubing. Finally, the units were tested for needle and catheter penetration force. Both units passed the test and were found to be within product specifications. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter while inserting it. This occurred with 2 catheters. The following information was provided by the initial reporter: "around 2210 patient was laying in bed while xxx tried twice to start an IV on a patient and both 18g IV catheters failed. Both times patient was uncomfortable and stated "it hurt really bad". One catheter when xxx tried to pull out of the first one when rethreading the catheter and needle were not in line together. Catheter was leaning while was exposed and straight. Second attempt on patients right arm with an 18g failed as well. While threading and pulling out needle was exposed just a little and not fully. We ran to receive a different lot 18g gage and 18g was successfully put in without any fails.". Additional info on 31-march-2023... Was there any adverse event occurred to patient/user? No. -you have mentioned that the second attempt on patients¿ right arm with an 18g failed as well. Can you advise in detail the incident occurred? Same issue occurred as the first additional information on 5-april-2023: I spoke with the manager of the end user and she explained the needle was rethreaded into the catheter, causing the needle to go through the sidewall of the catheter. This is when the end user saw the catheter sheared out sideways while the needle remain straight intact.".

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter while inserting it. This occurred with 2 catheters. The following information was provided by the initial reporter: "around 2210 patient was laying in bed while xxx tried twice to start an IV on a patient and both 18g IV catheters failed. Both times patient was uncomfortable and stated "it hurt really bad". One catheter when xxx tried to pull out of the first one when rethreading the catheter and needle were not in line together. Catheter was leaning while was exposed and straight. Second attempt on patients right arm with an 18g failed as well. While threading and pulling out needle was exposed just a little and not fully. We ran to receive a different lot 18g gage and 18g was successfully put in without any fails." Additional info on (B)(6) 2023... Was there any adverse event occurred to patient/user? No. You have mentioned that the second attempt on patients¿ right arm with an 18g failed as well. Can you advise in detail the incident occurred? Same issue occurred as the first . Additional information on (B)(6) 2023 I spoke with the manager of the end user and she explained the needle was rethreaded into the catheter, causing the needle to go through the sidewall of the catheter. This is when the end user saw the catheter sheared out sideways while the needle remain straight intact."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.